Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to heartmate 3 modular cable, lot #6945841, could not be conclusively determined through this investigation as no photos were submitted by the account and no product was returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, as well as the heartmate 3 left ventricular assist system patient handbook, contain information on how to clean and care for the driveline. The instructions for use also explains how to replace the modular cable. The device history record was reviewed and showed no deviation from manufacturing or quality assurance specifications. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), and no further issues have been reported at this time. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic with tears to the outer layer and the inner "rope" covering (armor layer) of the modular cable. There was no obvious damage to the internal wires. The tear was too severe to repair with rescue tape, so the cable was exchanged. No alarms were reported.